Event description:
The pt had been hurting for 3 weeks and experienced a loss of therapeutic effect. She mentioned that her device had "moved" and an x-ray indicated that 2 of the 4 leads had "disconnected". Additional info has been requested.

Manufacturer narrative:
(B) (4).